Event description:
Broken stylet. PICC placed without difficulty. Post cxr (next day) showed 1.5cm metal object in left lower lobe of patient. Unknown if patient was harmed.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of rewl0408 showed no other similar product complaint(s) from this lot number.